Manufacturer narrative:
A steris service technician arrived onsite to inspect the user facility's seven 3085 surgical tables. The technician tested the functions and articulations of the tables and found them to be operating properly. No repairs were required and the tables were returned to service. While onsite, the technician spoke with user facility personnel who stated that at the time of the reported events the patient is positioned with their weight distributed onto one side of the table column and base. They further stated that during patient transfer, the patient is rolled to one side of the tabletop. The positioning of the patient in combination with movement of the patient to one side of the tabletop allowed the table to become unstable and begin to tip. The reported events are attributed to user error as the employees should have positioned the patient to allow for proper table stability prior to patient transfer. The user facility is responsible for using appropriate patient positioning and movement practices. The 3085 surgical table operator manual states (1-2), "warning - instability hazard: stabilize table when transferring patient." The operator manual further states (2-4), "use extreme care when transferring patients to or from table." A steris account manager performed in-service training with facility personnel on the proper use and operation of the 3085 surgical table, specifically stabilizing the table prior to patient transfer. Facility personnel have adjusted their practices to ensure table stability by centering the patient over the column and base prior to patient transfer. No additional issues have been reported.

Event description:
The user facility reported that their 3085 surgical tables begin to tip during patient transfer at the end of urology procedures. No report of injury.